Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-08-05. H6: investigation summary: one un-retracted autoguard device without its original packaging and one opened un-retracted autoguard device with its original packaging as well as customer photos were received by our quality team for evaluation. After inspection, it was identified that the un-retracted unit has a white foreign matter inside the needle cover and the other unit has black specks inside the opened package. A microscopic inspection of both foreign matters was performed. The white foreign matter was found to be identical to the top web shavings previously seen. The other foreign matter was found to be black, loose in the package, with an uneven surface and approximately 0.2 square millimeters. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The white foreign matter most likely originated during the opening of the product. The flaking occurs along the perforation of the material and is related to the packaging material. It is unlikely to get on the unit after opening as the perforation does not occur until after sealing. The black foreign matter was sent for spectral analysis for identification. It was identified as polyethylene. Polyethylene has a few potential manufacturing origins, however, based on the color and location of the observed polyethylene, the foreign matter most likely originated during the forming and heating of the packaging bottom web. During the heating and forming steps of packaging, buildup can occur when the teflon coating wears down. The buildup burns and flakes off onto the bottom web. Preventative maintenance is performed per the quality plan to check and ensure proper coating of teflon on the heating plates to reduce foreign matter and ensure proper maintenance of the equipment. Additionally, operators perform periodic cleaning per the quality plan and the bd 5s initiative to reduce and remove particulate and other potential foreign matter. The preventative maintenance records were reviewed and verified as up to date during the manufacturing of this lot. A notification of awareness has been sent to the manufacturing department to raise awareness of this nonconformance. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ bc shielded IV catheters experienced foreign matter on the device cannula. The following information was provided by the initial reporter: the customer complained that foreign body (white color) was found on the catheter.

Manufacturer narrative:
Initial reporter name and address: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ bc shielded IV catheters experienced foreign matter on the device cannula. The following information was provided by the initial reporter: the customer complained that foreign body (white color) was found on the catheter.